Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that prior to device change out procedure, multiple inappropriate auto mode switch episodes due to atrial lead noise were observed. Patient was stable. Further information was requested and not received yet.

Event description:
New information received notes that the device was reprogrammed to address the noise issue. Patient was stable.